Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris smartsite extension set experienced leakage. The following information was provided by the initial reporter: tpn leaking at filter connection site. No harm.

Manufacturer narrative:
H.6. Investigation summary: a used sample was received and tested by our quality team. The failure type was verified as the customer reported. The set had a leaking filter, which has been sent to the supplier manufacturer for even further investigation. The filter was confirmed to have sustained a damaged membrane during production and corrective actions have since been implemented by the supplier and manufacturer to ensure this type of issue does not occur again. A device history record review for model 20027e could not be performed as the lot number was not provided. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris smartsite extension set experienced leakage. The following information was provided by the initial reporter: tpn leaking at filter connection site. No harm.